Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. This report pertains to the first resolution 360 clip device and manufacturer report #3005099803-2016-02803 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was bent after deployment and did not stay on the tissue. The same event happened with the second clip. The clips were left to pass naturally. The procedure was completed with a different device. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.